Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was identified that the user was not aware or had forgotten his basal programming. The customer reported that they could not set up the sensor and they were not trained to put the sensor information in the insulin pump. The customer reported that they were programming the insulin pump last and they woke up with high blood glucose. Troubleshooting was performed. The insulin pump will not be returned for analysis.